Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. It was reported that after the endurant iis was unpacked and its guidewire lumen was flushed per IFU, a guidewire was inserted into the delivery system (before insertion into the patient¿s body), at which point the physician found that the rear handle of the delivery system was detached. Pushing the rear handle, it was again attached to the delivery system, and the device was inserted into the patient and the stent graft was successfully implanted. There was no issue while manipulating the back-end wheel and the suprarenal stent was deployed and the spindle was collected without any issues. The procedure itself was completed successfully. No clinical sequelae were reported and the patient is fine.